Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation: a definitive root cause could not be identified for the damaged and corroded board. A definitive root cause could not be identified for the damaged and corroded adhesive removed board. A definitive root cause could not be identified for the presence of a foreign object in the charged coupled device (ccd) glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device had a damaged and corroded board. The ad board was also damaged and corroded, and a foreign object was found in the charged coupled device glass. There was no patient involvement.